Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified. It is likely foreign material remained in the channel as it could not removed even with proper reprocessing due to the physical damage found at the location where the material was detected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing it was discovered that the working channel is defective. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material was clogging the working channel. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed. Due to clogging of the channel tube the forceps cannot be inserted smoothly, and foreign material cannot be removed due to the buckling of the channel and gap on the insertion section or boot. This complaint is most likely the result of customer mishandling with increasing use/time. During inspection and testing the following was also found: switch button number 1 has a cut, the air/water cylinder was discolored, the scope cylinder is discolored, due to a cut on connecting tube and channel tube water tightness is lost, the objective lens had a crack, the light guide lens has a crack, adhesive on the bending section cover has a crack and is discolored, the connecting tube is buckling, due to deformation of the universal cord water tightness is lost. Due to wear of angle wire, the bending angle in the down direction does not meet the standard value the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.